Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at 602 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy. The patient exhibited baclofen withdrawal symptoms, primarily tightness. The family took him to the emergency room and the on-call nurse interrogated his pump revealing a motor stall alarm. The pump had an elective replacement indicator (eri) of 5 months. Pump interrogation revealed a motor stall notification. The print report indicated the pump was last examined at (B)(6) 2016 at 16:57 and last changed on (B)(6) 2016 at 07:42. A motor stall occurred on (B)(6) 2016 with motor stall recovery on (B)(6) 2016. The pump was explanted and replaced on (B)(6) 2016. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.